Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the pump alarmed for motor error. The customer's blood glucose level at the time of incident was 499mg/dl. The customer treated the highs with the pump. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.